Event description:
Upon investigation 02/25/2009, manufacturer's domestic evaluations lab found inform meter electrical contact pin 3 melted/burned. No adverse event reported. Replacement was sent, device returned.